Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve in aortic position. Approximately 4 years later, the patient presented with a failed valve. As per follow-up with the fcs, the patient developed halt and the team put the patient on anticoagulation but the valve still developed moderate to severe aortic central regurgitation. The physician bav'd with a 22 non-edwards balloon to get full expansion of the s3u and then implanted a new 23 mm sapien 3 ultra resilia valve inside the pre-existing 23 mm s3u valve. There was a mean gradient of 4 mmhg post implant. The patient did well and went to the recovery room after the procedure. Imagery provided by the complaint site was reviewed and noted that the patient appeared to have native bicuspid anatomy and that the 23 mm s3u valve shows approximately 20.4 mm of expansion at the mid-valve level (including the 0.5 mm added for outer diameter). Mild halt was also observed at the base of all three cusps. There was no observation of calcification of the leaflets.

Manufacturer narrative:
Investigation is ongoing.